Event description:
Meter name: one touch basic enhanced. Strip name: one touch strips. Meter code: 8, strip code: 8. Strip storage: properly. Symptoms: heart is beating faster than it should be. A pt reported they were getting incorrect readings on meter. Their meter allegedly was inaccurately erratic. The result on their was 57 mg/dl and just over a half hour later the pt received a 222mg/dl. The result on the other meter was 80. The time difference between pt's meter and other meter was unknown. There was no treatment. Check strip test produced error message that was not resolved. No further info has been reported.